Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147543.

Event description:
It was reported that the patient's lead exhibited under sensing. The patient condition was unknown.